Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient woke up feeling sick but the cgm was showing stable levels with an arrow (no information about specific values) so the patient ignored the sickness feeling and went for a walk. The patient´s diabetic dog was alerting the patient for high blood glucose vales but the patient continued ignoring the sickness feeling. In the evening the patient started to be sick and had a headache, so he took a blood glucose reading which was 33.0 mmol/l while the cgm reading was 9.0 mmol/l. The patient´s mother called the ambulance but there was no ambulance available so she took the patient to the hospital where he was admitted due to diabetic ketoacidosis (dka) with ketones values of 5.7 mmol/l. During that time of the event, the patient was vomiting and had a migraine. The patient was treated with intravenous glucose (to ensure to stabilise progressively his blood glucose levels without rapid falls or rises) and intravenous insulin. There was no medication was given for vomiting nad migraine. The patient recovered, his ketones levels decreased and the blood glucose reading was 14.0 mmol/l. They performed kidney function tests at the hospital. There was no information about the results of the test. At the time of the report, the patient stated they were going to be discharged the following day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.